Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited noise, due to which the device exhibited an alert. The patient was brought in for evaluation. Subsequently, a revision was performed, and this rv lead was surgically abandoned and successfully replaced. No additional patient adverse effects were reported.